Manufacturer narrative:
The lens was returned in liquid in a lens vial. Visual inspection found one haptic torn. Date of event: (B)(6) 2018. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.0 diopter, in the patients left eye (os) on (B)(6) 2018. The lens was explanted and exchanged within the same surgery, on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.